Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.

Event description:
It was reported that there was an explosion inside the packaging. The event timing was outside of surgery. There is no harm or delay reported. The package was not opened. Due diligence is complete.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product/provided pictures confirmed the battery pack was broken open and there was black debris from the battery expulsion throughout the sterile packaging. The battery pack was warped, the terminals were pushed out of place, and the battery wiring was damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing and design issues. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6, h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided picture confirmed there was black battery debris within the sterile packaging. It could not be determined if the battery wiring was damaged. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.